Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's (mg/dl) and it was addressed with correction bolus via the pump. Reportedly, the customer had been sick. As this event had occurred in the past, tandem technical support was unable to troubleshoot the elevated bg level.